Event description:
It was reported that the bd insyte-w¿ IV catheter with wings 22ga 1.00in was involved with a patient experiencing extravasion during use. It has not been specified whether any medical intervention was administered as a result. The following information was provided by the initial reporter: on (B)(6) 2020, the patient's indwelling needle extravasation was found when the nurse injected drugs, the indwelling needle was pulled out in time, local disinfection was conducted, and the patient was ordered not to touch the adr with water for 24 hours at the opening of the needle, couldn't touch water.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte-w¿ IV catheter with wings 22ga 1.00in was involved with a patient experiencing extravasion during use. It has not been specified whether any medical intervention was administered as a result. The following information was provided by the initial reporter: on (B)(6) 2020, the patient's indwelling needle extravasation was found when the nurse injected drugs, the indwelling needle was pulled out in time, local disinfection was conducted, and the patient was ordered not to touch the adr with water for 24 hours at the opening of the needle, couldn't touch water.